Event description:
Caller tested 4.4 inr on the coaguchek xs system while a comparison lab returned as 2.8 inr. The blood sample used was venous blood from the caller's central line. No treatment information provided. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in a foreign country.